Event description:
It was reported that during a lap nephrectomy procedure, the device came apart. A new device was used to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Axc4/nxg4 09/09/08.